Manufacturer narrative:
Patient identifier not made available from the site. Return requested. No parts have been received by manufacturer for analysis. No further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the surgeon alleged an inaccuracy was experienced when using the imaging system. It was a minimally invasive surgery where the 150 millimeter percutaneous pin was used and accuracy of the initial imaging system spin was checked and verified by the surgeon. All screws from l1 - l4 were placed and navigation showed accurate. A confirmation spin was taken and l2 screws were placed too deep and they breached the canal. The breach reached the patient's spinal cord. The surgeon completed the procedure with the use of the navigation system and the imaging system. No further information was provided. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
A medtronic representative reported that the alleged inaccuracy was about 5 mm. He also provided the following event summary: "we planned to perform posterior lumbar fixation in l2, l3 &l4. We attached the percutaneous reference pin in the iliac crest on the left side using 150 mm perc pin. The surgeon used screws from k2m company using their screwdriver. He didn¿t use the suretrack to navigate k2m screwdriver, but he used medtronic navigated sharp awl, medtronic navigated lumbar probe, navigated dilator and to guide him during screw insertion. We used the measuring tool on the software to specify the required length of the screw. After we finished the left side fixation we took a shot to confirm the screw placement. The screw in l4 was in the pedicle. The screw in l3 was tangent to the foramen. The screw in l2 was partially in the foramen also the length of the screw was shorter than it supposed to be. The surgeon removed the screws in l2 & l3 and corrected the direction & replaced the l2 screw with longer one using the conventional c-arm and complete the surgery without navigation. On the other hand, we performed two open lumbar fixation surgeries using the navigation & the o-arm on (B)(6), we checked the result with the o-arm image and it was very good." A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Further hardware engineering review found that the reported issue could not be replicated by onsite testing of the navigation equipment. In addition, there were no hardware parts were returned for evaluation. A review of the case details found that the surgeon was using non-medtronic screws and a non-medtronic instrument to place the screws; although unconfirmed, it is possible the non-medtronic, non-navigated screws did not follow the planned surgical path during placement.